Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the inner coil lumen and exposing the inner coil caused by friction to another device or feature of the heart at the distal region of the lead and two internal insulation abrasions breaching both ring electrode cable lumens.